Event description:
Importer ref. #: cc-cpl-2019-00435 manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the nozzle units where replaced as a preventive measure. No new events on this ventilator have been reported until this date. Evaluation of the received device logs shows matching events. Between february 23, at 08:25 and february 23, at 10:49, there are several alarms for low o2 concentration. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was fluctuating. There was no patient harm. (B)(4).